Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced seroma, physical injury, pain, mental anguish, scarring, disfigurement, defective mesh, recurrence, diminished enjoyment of life, and adhesions. Post-operative patient treatment included hernia repair, removal of testicle, and admission to hospital. Information received indicates the patient is now deceased, due to failure of mesh causing constriction of bowels.